Event description:
The external device displayed early replacement indicator. Ipg assessment indicated that it was depleted prematurely. Troubleshooting was attempted and the ipg was optimized to provide therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-operatively.